Event description:
It was reported that the health care professional (hcp) had called in and stated that there were couple of non-supraventricular tachycardia (nsvt) episodes with some evidence of crosstalk. The hcp wanted to confirm if this implantable cardioverter defibrillator (ICD) exhibited oversensing. Technical services (ts) stated that there was an atrial pace (ap) which appeared to be seen on the right ventricular (rv) channel in the blanking period. This was followed by a vp and then ap/vs rhythm with some evidence of the ap on the rv egm but no sensing of it. Ts recommended programming options. This device currently remains in service. No patient adverse effects were reported.